Manufacturer narrative:
Related manufacturer's report number for other gastrointestinal bleeding events: 2916596-2020-02913, 2916596-2020-02909, 2916596-2018-02590, 2916596-2017-02459, 2916596-2017-02460 user facility report: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to a recurrent gastrointestinal bleeding despite no aspirin therapy, lower inr and repeated endoscopic evaluations. Upon admission, hemoglobin was noted to be 6.4 g/dl and inr 2.0. 5 units of packed red blood cells were transfused during admission. Esophagogastroduodenoscopy (egd) resulted normal. A colonoscopy revealed a bleeding arteriovenous malformation which was clipped. A heparin to coumadin bridge was completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.